Manufacturer narrative:
The patient is (B)(6). An event regarding audible noise and pain involving a trident liner was reported. The event was not confirmed. A medical review was not performed because insufficient information was provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that there was a removal of a ceramic on ceramic hip and was replaced with a poly on metal hip. Patient had pain and complained of squeaking.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a removal of a ceramic on ceramic hip and was replaced with a poly on metal hip. Patient had pain and complained of squeaking.